Event description:
It was reported that the balloon burst. A 6x200 ranger balloon was selected for use in a percutaneous transluminal angioplasty procedure in the superficial femoral artery. The target lesion was over 80% stenosed with hard calcification and located in mildly tortuous anatomy. During the procedure, the balloon burst inside the body. The procedure was completed with another of the same device. No patient complications were reported. The patient is fine.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a ranger drug coated balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The device was functionally tested by inflating it to rated burst pressure. The balloon was able to hold pressure. Inspection of the remainder of the device presented no damage or irregularities.

Event description:
It was reported that the balloon burst. A 6x200 ranger balloon was selected for use in a percutaneous transluminal angioplasty procedure in the superficial femoral artery. The target lesion was over 80% stenosed with hard calcification and located in mildly tortuous anatomy. During the procedure, the balloon burst inside the body. The procedure was completed with another of the same device. No patient complications were reported. The patient is fine. It was further reported that the balloon was inflated two times for 30 seconds. The pressure of each inflation was 12atm. The balloon burst on the second inflation. The balloon was successfully removed from the patient with no device fragments remaining inside the patient.